Manufacturer narrative:
The product is to be returned to cordis for evaluation and testing, but has not yet been received. Please note date of 10/10/97 for submission of such info pending the product return and completion of the analysis.

Event description:
During a diagnostic procedure via the brachial artery, the catheter was advanced into the ascending aorta without difficulty. When the catheter torqued once, the pt complained of pain between the antecubital and axillary areas. Fluoro revealed that the catheter had developed a large kink, but did not appear knotted. Attempts to straighten the catheter with counter torquing and stiff guidewire were unsuccessful.